Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several alerts for nonsustained lead noise (nsln) were observed. Based on programmed settings, oversensing of myopotentials or t-wave oversensing is suspected of causing the nsln. No adverse consequences were reported.